Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the device had a cracked/damaged housing, component damage, sticky trigger, illegible etch, would not run and the moving parts did not move smoothly. It was also found that the device failed pre-test for general condition, markings, leakage test, check for mechanical free moving, check for sticky triggers, check roundness of the housing, check falling out protection, check fitting of the lid, check for wear on housing and check general function of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.